Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that there was difficulty to insert the lead in the implantable cardioverter defibrillator (ICD). The lead was inserted and tightened, and it was then noted that the ICD exhibited high pacing impedance. The ICD was not used and a new ICD was implanted. The patient condition was unknown.

Manufacturer narrative:
The reported events of difficult to insert and high pacing impedance were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device header found no anomaly contributing to reported event of lead insertion problem. Lead impedance test showed device within normal impedance range. Functional testing was performed, and device was within normal range of operation.